Event description:
It was reported that pump display had pixel issue that affected customer¿s ability to read and interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.